Event description:
It was initially reported that the oscillating saw attachment did not work. During device evaluation, it was observed that the pin (B)(4) on the mounted drive shaft was broken. Additional info received from the customer indicated that the reported issue occurred prior to surgery and there was no pt involvement and no delay associated with the reported event. An alternative device was used to complete the surgery.

Manufacturer narrative:
Universal oscillating saw attachment serial number # (B)(4) has been returned for complaint investigation. Upon receipt, it has been confirmed that pin (B)(4) was broken. Repair: oscillating saw attachment has been replaced with serial number # (B)(4). The product has been returned to the customer.